Event description:
It was reported that on an unknown date, during testing of screwdriver blades, the matrix thorax screwdriver blade tip is not retaining screw any longer. There was no patient involvement. Concomitant device reported. Unk - screws: matrixmandible (part# unknown; lot# unknown; quantity: unknown). This complaint involves ten(10) devices. This report is for (1) matrixmandible/thorax scrwdrvr blade self retaining-medium. This report is 10 of 10 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: event year is reported as 2021; however exact date of event is unknown. Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Initial reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.